Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the device evaluation (b5, h6, h11). Based on the results of the investigation, a root cause could not be identified for the printed circuit board malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a cr board (printed circuit board) malfunction. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following malfunctions found: a gas leakage in the primary pipeline due to k-connector failure. Based on the investigation, the most probable cause of the complaint malfunction is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit had a gas leakage in the primary pipeline due to k-connector failure. There was no report of patient involvement.